Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip that is completely detached from the base of the grip. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have a broken jaws when loading into tritan. The customer completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was observed prior to reprocessing. The instrument is always inspected in decontamination, prep/pack and again in the operating room (or). The instrument was damaged in the sonic washer and the fragments were retained by the customer. No fragment fell into the patient. There was no report of patient injury.